Manufacturer narrative:
Concomitant medical products: etlw1616c124e stent graft, implanted: (B)(6) 2018, etlw1624c124e stent graft; implanted: (B)(6) 2018, esbf2514c103e stent graft; implanted: (B)(6) 2018, etcf2525c49e stent graft; implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a reset. A device update, delivered via in-clinic interrogation, was performed. The crt-p remains in use. No patient complications have been reported as a result of this event.